Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) an rn in the ICU, called in to request assistance with a gas loss alarm. She stated the alarm was reoccurring. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b7, g2. Revert d4 (serial) section to blank. A complaint was reported through a call on emergency support program. An ICU nurse reported a recurring gas loss alarm on an intra-aortic balloon pump (iabp). Initial checks confirmed the helium tank was full, connections were secure, and tubing was clear. After guided troubleshooting over the phone¿including checking tubing, pressing the iab fill key, and restarting¿the pump resumed normal function. Later, another nurse reported random pauses in balloon inflation. A screenshot showed the pump in pressure trigger mode with no visible pause. The nurse was advised to improve ECG conductivity by changing electrodes and using doppler gel. A video later revealed ectopy (irregular heartbeats) as the cause of missed inflations. The nurse was educated on how ectopy affects the arterial waveform and balloon timing. The primary root cause of the recurring gas loss alarm and balloon pump pauses appears to be cardiac ectopy in a tachycardic, ventilated patient. Ectopic beats disrupt the normal arterial waveform, leading to missed balloon inflations and triggering alarms. The equipment itself was functioning correctly, and the issue was physiological rather than mechanical.